Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered.

Event description:
The customer was in the hospital for pneumonia. He ran several blood glucose tests on the contour next ez , and compared them to the hospital meter. Most of the contour next ez readings were at least 100mg/dl higher. Specific information was not provided. Depending on the specific readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.